Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported foreign material/stent stuck in forceps could not be identified. The event may be detected/prevented by following the instructions for use section below: ¿tjf-q190v operation manual 3.3 inspection of the endoscope. ¿tjf-q190v reprocessing manual 5.5 manually cleaning the endoscope and accessories¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. Additional issues were identified during the device evaluation: the brush passage was clogged with no passage; the distal end plastic cover had discoloration and smelled; and the insertion tube was smelly. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that during reprocessing, a stent was found stuck in the scope channel on the evis exera iii duodenovideoscope with an odor. The forceps could not be inserted or removed. No patient injury or procedure impact was reported.